Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple, intermittent high blood glucose (bg) level incidents. Additionally, the customer's health care provider reported that there was an issue with the pump; however, the specific type of issue was unable to be verified. The customer has discontinued using the pump for insulin therapy and is currently using manual injections.